Manufacturer narrative:
(B)(4). Concomitant medical products: 166322, progressive por fmrl 13x145 rt, 069780, 010000999, g7 screw 6.5mm x 30mm, 3793823, 163666, 28mm dia cocr mod hd +12mm nk, 313010, ep-200152, act artic e1 hip brg 28x46mm, 137810, 110024465, g7 dual mobility liner 46mm g, 014690. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00550, 0001825034 - 2018 - 00552, 0001825034 - 2018 - 00553, 0001825034 - 2018 - 00554, 0001825034 - 2018 - 00555. Product location unknown.

Event description:
It was reported that the patient had a full revision procedure due to discomfort, swelling, night sweats with metallic odor, sciatic symptoms down the leg, a firm mass which caused mobility restrictions, and pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.